Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 65-year-old male with an indication for acute myocardial infarction and cardiogenic shock (pre support clinical state: scai shock stage e) underwent placement of an impella cp via left femoral arterial percutaneous access on (B)(6) 2026. Based on available information, the first impella cp experienced reduced flow due to obstruction by a large calcium deposit identified within the inflow cage. The device was removed and replaced successfully, and the patient experienced no reported harm. Contributing clinical factors¿including severe aortic stenosis and anticoagulation challenges¿likely increased the risk of inflow obstruction. A product evaluation is pending return of the device. The patient remains supported by pump 2 at the time of reporting.

Manufacturer narrative:
D9 device was returned and date was added. H6 type of investigation was updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 and h3. The cause of the thrombosis was unable to be determined due to insufficient clinical details. There was biomaterial observed on the impeller of the returned pump, and the cause of the low pump flow was determined to be patient condition related since calcium, aortic stenosis, and difficulty anticoagulating was reported.